Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances measuring less than 200 ohms. Additionally, it was noted that there were high pacing thresholds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.